Event description:
It was reported that the patient presented with an implantable cardiac monitor (icm) that exhibited noise. The icm was explanted and replaced. The patient was recovered post-procedure with no patient consequences.

Manufacturer narrative:
The reported event of noise could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.